Event description:
It was reported that a vns patient has sleep apnea and it was requested whether the device could be turned off at night. It was provided that based on the model of device this would not be possible via programming, but the magnet could be taped to disable the stimulation additional relevant information has not been received to-date.

Event description:
The patient underwent full device explant. The explanting facility discards the explanted products. Therefore the devices have not been received for analysis to date.

Event description:
Information was received that the patient was referred for device removal. It was noted that the patient had a sleep study done that found that her vns device is causing her to experience sleep apnea. She appears to go back to zero apneic events when the vns is turned off. The patient also felt that the device has not been very helpful to her. No additional or relevant information has been received to date.